Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had sounded an audible alert. An interrogation revealed that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally it was noted that inappropriate labeling of ventricular fibrillation (vf) was seen during interrogation. Reprogramming was completed and the ICD and lead remain in use. No patient complications have been reported as a result of this event.